Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Upon power up of the cycler, the report of a blank screen was confirmed. A simulated treatment could not be completed on the device. An internal inspection of the cycler identified that the cause for the blank screen was due to a burnt transformer on the inverter board. There was no visual evidence of dried fluid within the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue of a blank screen was confirmed and the cause was determined to be a faulty inverter board with a burnt transformer. The cycler was refurbished following the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a patient¿s liberty cycler went blank during power up for peritoneal dialysis therapy. Although the buttons were illuminated, the screen remained unresponsive. The machine was tested on various outlets and it was verified that the power cord was seated correctly. The peritoneal dialysis registered nurse reporting the incident, mentioned that there was a burning smell coming from the machine days prior to the event. Additional details regarding the burning smell were not provided. The technical support representative advised the peritoneal dialysis registered nurse to discontinue use of the cycler. The patient reverted to manual supplies to complete their treatment without the cycler. The cycler was returned to the manufacture and a replacement cycler was provided. Upon evaluation, it was identified that a transformer on the inverter board had heat damage. There was no patient injury or medical intervention required as a result of the event. Additional information was requested but was unavailable.